Manufacturer narrative:
A1: patient ID refers to the study subject ID ((B)(6)). The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). H3, the device remains implanted, therefore the product evaluation could not be performed. H6, the investigation is currently ongoing and no preliminary results available yet. Type of investigation: imdrf code annex b: the code 'b15' is used for the gathering of relevant information from field. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent primary procedure for endovascular treatment for an abdominal aortic aneurysm. During this procedure, an adjunctive procedure was performed in the right internal iliac artery (embolization with unknown device). The gore® excluder® conformable aaa endoprosthesis (trunk ¿ ipsilateral leg) was implanted in the infrarenal abdominal aorta and gore® excluder® aaa endoprosthesis contralateral leg devices. A gore® excluder® aaa endoprosthesis contralateral leg device (plc121000, sn: (B)(6)) was implanted in the right common iliac artery. The gore® devices were successfully deployed and using a gore® dryseal flex introducer sheath. No access complications were reported by the site. During the procedure, after deployment in the calcified right common branch, a diagnostic angiography showed contrast extravasation. It was reported by the physician the right common artery was showed as ruptured. Therefore, it was treated intraoperatively by embolization of the right internal iliac artery, followed by extension of unknown stent graft with distal sealing in the right external iliac artery. The patient has recovered well and was discharged on (B)(6) 2026. The physician stated further that the rupture was not considered to be related to any gore device and that it was mainly attributed to the patient¿s vascular anatomy, specifically the calcified and small-caliber right common iliac artery.